Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, the load stopped at the time of the shooting, preventing stapling. They replaced by another device with different lot number to complete the case. There was no patient injury.